Event description:
Per a periodic review of the manufacturer's programming history database, system diagnostics detected a high impedance event and a resultant low output current on (B)(6) 2017. No known surgical intervention has occurred to date. No further relevant information has been received to date.